Event description:
(B)(4): it was reported that the central axis of the visum led surgical light suspension in operating room-4 had paint flaking off of it. There was no pt involvement reported and no adverse consequences reported.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt date exists. Evaluation summary: there have been previous reports of flaking paint from surgical light suspensions from this user facility. In previous reports, the central axis component of the suspension, which was reported to have flaking paint, was returned to the OEM MFR for additional eval. The OEM MFR indicated that the cleaning solution used by the hospital caused corrosion on the central axis. It stated that the powder coating can get undercut by the cleaning fluid and this can cause the corrosion of the raw material. Cross cut tests were done in several areas on the central axis to verify that the adhesion of the powder coating still conforms. Based on the supplier investigation, the flaking paint is likely a result of harsh chemicals used during cleaning, in this case acidic, that broke down the paint layer and allowed penetration by the liquids, which resulted in corrosion.